Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician was performing a hepatic angiogram for a hepatic pseudoaneurysm with stent placement. Access was obtained in the left common femoral artery with an 8 french sheath. An angiogram of the common artery showed a puncture in the common femoral artery, over the mid-femoral head, with no disease present and an artery diameter less than 6mm. After the procedure was complete, and 8 french angio-seal was opened for closure. The local tm was present for the case and watched as the angio-seal was deployed. Both the tm and physician noted no issue with closure and the steps were performed correctly. Hemostasis was achieved, the closure was a successful, and the patient was sent to the patient care unit in the hospital as was pre-arranged. The procedure occurred on (B)(6) 2024 and the angio-seal was deployed at 4:10pm. The next day (B)(6) 2024) at approximately 12:30pm, the patient got out of bed and went to sit in their hospital chair. When the patient was doing this, they said they felt a "pop" in their left groin and notified the nurse. The nurse checked the left groin site and noted that a hematoma had formed. The patent was laid back in their bed and manual pressure was held for 30 minutes. The ir physician was notified and the cangrelor was stopped. After manual pressure was held, a computed tomography angiography (cta) was ordered to check for injury or pseudoaneurysm, as well as check the hepatic stent due to the cangrelor being stopped due to the hematoma. A hemoglobin test was also ordered. The cta showed no injury other than a localized hematoma; no additional intervention was needed for the groin site and the stent was open. The hemoglobin test showed a drop from a pre-procedural test of 7.6g/dl to 6.8 g/dl. The ir np stated that the patient's hemoglobin for the previous tests were all around 7.4-7.6g/dl; however, since the hemoglobin dropped below 7.0d/dl per hospital policy was to give the patient a transfusion. The patient received a transfusion and raised the hemoglobin to 8.0 g/dl. The patient was stable. The estimated blood loss was less than 250cc's. Additional information was received on 13sep2024: the patient's blood pressure (bp) got slightly softer than they got the hematoma; however, there was no big drop in bp. That was the only hemodynamic change they had and did not require any medication.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a potential hematoma postoperatively. The exact root cause was unable to be determined. The likely cause was determined to have been over-tightening of the suture resulting in an issue with closure postoperatively. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).